Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting, nauseated and abdominal pain. The blood glucose reading at the time of the event was 902 mg/dl. Diagnosed diabetes ketoacidosis. Customer was informed by physician that he was using expired insulin. Hospital treated with insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.